Event description:
Boston scientific received information that during an left ventricular (lv) lead revision procedure due to a non-functioning boston scientific product, the physician attempted multiple lv leads with no success and damaged the coronary sinus. The physician requested an lv port plug as the coronary sinus lead implant was abandoned. The boston scientific field representative was contacted and was unable to elaborate on the damage sustained to the coronary sinus. She did confirm that no additional intervention was required and noted the patient was doing well at the one day post-op device check. It is unknown if the damage sustained to the coronary sinus was with use of a guide catheter or the actual leads attempted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.